Event description:
The patient had trouble recharging her implantable neurostimulator, sometimes taking 13-14 hours to recharge. Approximately 1 month later, the patient reported feeling a surging sensation around her device. She felt shocking whenever she touched the device. Impedances were greater than 10000 ohms on all bipolar electrode combinations including electrode #8. The patient had lost over 100 lbs and the implantable neurostimulator was flipping and moving around in the pocket. The hcp revised her pocket and replaced the device. The patient's outcome was reported as 'recovered without sequela.'

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.